Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that there was low laser output during a surgical procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system but was unable to replicate any issue related to the reported low laser power. The system was then tested and met all product specifications. The system was manufactured on february 23, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).